Manufacturer narrative:
Technician suggested that the account unplug the tap switches and then turn the bed exit on. Account did so and the bed exit alarmed. Technician suggested that the account replace the bed exit tape switches. The account replaced the bed exit tape switches to resolve the issue.

Event description:
Account alleged that the bed exit did not alarm when the pt left the bed. Account stated no injuries.